Event description:
Healthcare professional reported left side deflation and "hole in valve" observed during surgery. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date may 2025. Clarification to d6a implant date: partial date 2011. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.